Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections to maintain insulin delivery, and technical support planned to replace the pump.